Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, g3, g6, h2, h3, h6 and h11. The device was returned to olympus for inspection, and the reported failure was confirmed as there was contamination debris on the wall of the channel. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
No additional information received from the customer.

Event description:
It was reported the evis exera iii gastrointestinal videoscope had some material or debris on the wall of the channel. The issue occurred during set up / inspection for use. There were no reports of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.